Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 449 mg/dl. Customer was vomiting, ketones and dehydrated. The current blood glucose reading is over 600 mg/dl. Hospital treated with insulin pump and manual injections. Nothing further reported.